Event description:
The customer called to report a motor error alarm. Inspected the drive support cap, and it was protruding from the case. The reported blood glucose reading at the time of the call was 117 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The insulin pump had cracked battery tube threads and a cracked reservoir tube window.